Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 02-010-01-0220 - compt fem logic a cimen t.2 gauche: (B)(6), 02-012-38-2011 - insert tibi logic rbk ps t2 11mm: (B)(6), 02-012-43-2020 - emb tibi fit rbk logic cime 2f/2t: (B)(6), 200-02-35 - rot3 pl diam 35 8.5mm optetrak: (B)(6).

Event description:
As reported by the exactech knee replacement study, the patient underwent an initial left total knee arthroplasty. Approximately 6 years later the patient presented with a 2 week episode of the knee feeling unstable. There were no falls reported. No action was taken and the outcome is resolved. No further information available.